Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of cold insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection.